Event description:
Hand controller worked for a couple of injections and then an error message started to appear and the system disarmed each injection after the first two. Unplugged and plugged back in several times and the device still continued with the error message. Rebooted system; a new controller was then used and worked fine.doctor is frustrated with the system and the problems with the hand controllers not working.